Event description:
(B)(4). Summary: the authors present a case where a catheter leak was suspected on the basis of the patient's history but no obvious fracture was noted on plain radiographs or fluoroscopy using contrast medium. The use of high-resolution 3d computed tomography clearly demonstrated a leak from the intrathecal catheter just deep to the thoracolumbar fascia. The leak was visible on source images and was especially obvious after 3d reconstruction. Event: the authors reported that a (B)(6) man with a history of complex regional pain syndrome primarily affecting the upper extremities had been effectively treated with continuous intrathecal morphine infusion via an implanted pump-catheter system for the previous 17 years. The patient presented to our outpatient pain clinic with a several-week history of symptoms including increased pain, anxiety, dizziness, shaking, heavy sweating, and formication suggestive of morphine withdrawal. Percutaneous interrogation of the pump hardware in the pain clinic's fluoroscopy suite indicated a patent catheter, properly placed in the intrathecal space. No extravasation of contrast medium was seen anywhere along the catheter length. As there was no objective evidence of pump-catheter system malfunction, the pain management team initiated an up-titration of pain medication. Over the next several months he followed an oral pain- medication regimen consisting of hydromorphone as needed and his intrathecal morphine dosage was increased from 7 to 10 mg/day. Although the patient derived some benefit from this regimen, the persistence of significant pain suggested that the intrathecal pump-catheter system could be malfunctioning despite the negative results of the fluoroscopic study. The patient was subsequently referred for neurosurgical evaluation to determine if the intrathecal pump or catheter needed surgical revision. It was determined that a second interrogation under fluoroscopy should be attempted in the operating room. Access was established via a 22-gauge needle inserted in the pump side port. Flow through the pump-catheter system was initially confirmed by aspirating 2.5 ml of clear csf from the pump side port. Next, iohexol-180 intrathecal contrast dye was injected through the side port, which provided excellent fluoroscopic visualization of the entire catheter system. No leaks or blocks were detected within the pump- catheter hardware at this point. Immediately after intraoperative interrogation of the pump-catheter system, the patient was delivered to the radiology suite for a high- resolution noncontrast CT of the lumbar spine. This study showed a faint blush of contrast in the posterior paraspinal soft tissue around the intrathecal catheter at the level of the l-3 vertebral body. A 3d reconstruction of the scan showed obvious extravasation of the contrast agent that had been instilled within the pump. The patient returned to the operating room for replacement of the intrathecal catheter on the following day. Gross examination of the explanted catheter revealed no defects, suggesting the possible presence of a microfracture. Postoperatively, the patient was closely monitored for signs of respiratory depression or decreased mentation as is standard after interrogation of narcotic pumps with side-port injection. At follow-up 6 months after catheter revision, the patient was back to his pre-presentation baseline with adequate p ain control on 7 mg/day of intrathecal morphine infusion.

Manufacturer narrative:
Explanted: unk.